Event description:
Clinic notes dated (B)(6) 2014 note that the patient developed an infection and was subsequently explanted. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
.

Event description:
Review of manufacturing records confirmed sterilization for both the generator and the lead prior to distribution.